Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that he believed there was a delivery anomaly and that the insulin pump over bolused. The customer's blood glucose level was 42 mg/dl. The customer treated by eating cookies and his blood glucose went up to 155 mg/dl. The customer performed troubleshooting and did not find any problems. All boluses were recorded properly in the history. The customer stated that he would not wear the insulin pump to bed and wait until the morning; also customer had connected to an older insulin pump. Nothing was replaced or returned.